Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to fluid loss. A new 18 cm x 14 mm ambicor penile prosthesis was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.